Event description:
An office manager reports a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up the surgeon did not feel the device caused or contributed to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/20/2008 and 08/25/2008 by phone, fax, and mail. A complete questionnaire was received on 09/09/2008.